Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No insulin pump alarms noted. All operating currents are within specification. Device received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of program alarm anomaly, unexpected restart alarm and external ram crc error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the alarms happened during normal use. The product was returned for analysis.